Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the ventilator graphic user interface (gui) screen was resetting itself. It is unknown if there was patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphical user interface (gui) and the printed circuit board (pcb), to resolve the issue. The unit then passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.